Manufacturer narrative:
Please refer to the attached analysis report. - (B)(4).

Event description:
The pacemaker was implanted on (B)(6) 2015. Reportedly, it was explanted on 8 april 2019 due to battery depletion.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2015. Reportedly, it was explanted on (B)(6) 2019 due to battery depletion.

Manufacturer narrative:
Reporter information: corrected.

Event description:
The pacemaker was implanted on 1 january 2015. Reportedly, it was explanted on (B)(6) 2019 due to battery depletion.